Manufacturer narrative:
A philips field service engineer (fse) went onsite to evaluate the device in question. The fse indicated during an evaluation of the system that the system has no inoperability message of the spo2 failure. The fse replace the massimo spo2 board to resolve the customers device issue. The philips field service engineer (fse) confirmed the customer's device issue and replaced the massimo spo2 board to resolve the customer's device issue. After the device repair the customer's system was placed back into service.

Event description:
Philips received a complaint on the intellivue mmx indicating the system parameter does not light up and there is no inoperability message. The device was in use monitoring a patient at the time of the event. No adverse event involving a patient or user was reported.